Manufacturer narrative:
The patient age was reported as in the 70's. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as due to failure in wearing a face mask during dialysis exchange. The event was manifested by cloudy pd effluent and a fever. It was reported that the patient was hospitalized on the same day as the event onset and was treated with unspecified antibiotic (continued until the end of next week, dose, route and frequency were not reported) for peritonitis. At the time of this report, the patient has no longer had a cloudy effluent and was recovering from the event of peritonitis. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.